Manufacturer narrative:
Patients age is unknown, however, the patient is over 18 years.the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device was positioned within the patient. When energy was applied to the device, cautery did not work. The procedure was completed with the same generator, same active cord and another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device was positioned within the patient. When energy was applied to the device, cautery did not work. The procedure was completed with the same generator, same active cord and another dreamtome rx sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device was positioned within the patient. When energy was applied to the device, cautery did not work. The procedure was completed with the same generator, same active cord and another dreamtome rx sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device name was incorrect.

Manufacturer narrative:
Results: operational problem is being used to capture the twisted working length and unable to bow the device. A visual examination of the returned device found that the working length was twisted. A functional evaluation found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device. The resistance across the 2-in-1 connector and the cutting wire measured within the cutting resistivity specification. The device was unable to bow due to the twisted working length. The condition of the returned incident device was not consistent with the complaint that cautery did not work. Therefore, the most probable root cause is not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.